Event description:
A report was received that the patient was experiencing pocket discomfort at the ipg site and felt that the ipg was moving around. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.